Manufacturer narrative:
Retainer ring = black. On 17-dec-2021 customer returned pump for an alleged critical pump error (open book image) alarm, moisture damage, cracked battery compartment. After battery installation, the unit powered up with blank display. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-tests or verify critical pump error (open book) due to display anomaly. Pump was cut open to perform visual inspection and found moisture damage on the pcba1/pcba2 during visual inspection. Swapping out test boards confirms blank display is isolated to pcba1. Force sensor zero offset specification (23.4mv). Unit had scratched case, cracked keypad overlay, cracked battery tube, cracked case corner of belt clip rail. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Critical pump error (open book) unknown due to blank display. Blank display due to moisture damage pcba1. Pump exposed to moisture confirmed. Unable to download history files and traces due to blank display. Cracked case corner of belt clip rail confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. The customer stated they received critical pump error alarm with an open book image on the display. Customer went for swimming with pump due to which alarm occurred. Customer also stated that pump had crack at back on clip side. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.